Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: device returned. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that compr wire ã¸1.6 l150/20 was found broken near the ball. Fragment was received in the evidence provided. No other issue was identified. A dimensional inspection for the compr wire ã¸1.6 l150/20 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the compr wire ã¸1.6 l150/20 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 03.211.420.01; lot number: 88p1690; manufacturing site: balsthal; release to warehouse date: 30.03.2021. A manufacturing record evaluation was performed for the finished device 03.211.420.01 lot number 88p1690, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an open reduction/internal fixation procedure for a clavicular diaphyseal fracture with the compression wire. After the surgeon placed the second plate, there was some floatation, so after the lateral side was in place, a single compression wire was inserted into the most distal medial hole and fixed. The surgeon then attempted to remove the compression wire to insert the screws, but the kirschner portion broke off from the top of the ball. The surgeon was unable to remove the broken part with pliers due to its spherical shape, so he used a steel bar to create a square corner, which he was able to remove with pliers. The surgery time was scheduled for one half hour, but was extended by 75 minutes. The surgeon confirmed by x-ray that there were no pieces left in the patient. There was no problem with bone fixation. This report involves one 1.6mm compression wire 20mm thread/150mm length. This is report 1 of 1 for (B)(4).